Manufacturer narrative:
Section h10: (h3) the broken instrument reported was likely the result of repeated cleaning and sterilization cycles and exposure to impaction forces which led to crack initiation, propagation, and ultimate fracture of the stem inserter sphere subcomponent. (D4) lot number: 140639001. Section h11: the following sections have corrected information: (d2) common device name: humeral stem inserter (d4) catalog number: 301-09-10, unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure on a male patient, the plastic grommet stripped not allowing the stem to fully engage on the inserter. There were no pieces left in the patient. Patient was last known to be in stable condition following the event. Device to be returned.